Event description:
This event was reported as leaflet disruption. "Failure" and shortness of breath. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed host tissue overgrowth had fused each attachment site and encroached onto each cusp which resulted in stenosis of the effective orifice area, multiple disruptions, detached leaflets and incomplete coaption. X-ray analysis revealed calcification within the aortic wall of each cusp. Slight stent distortion was noted and appeared artifactual of explant. The primary cause for dysfunction of the valve was determined to be due to host tissue overgrowth. H6: 86-x-ray analysis.